Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a malfunction with the dexcom device that cause them to go to the hospital. Date of issue is an approximation. The date of the event is unknown, and the reported issue is unknown as the patient refused to provide event details. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.